Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Customer disconnected site, filled tubing, ensured drops were seen at end of needle, and resumed insulin to address the issue.